Event description:
It was reported that the lead dislodged. As the lead had dislodged and been repositioned once previously, the physician elected to replace it.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.